Event description:
The consumer alleges the chair lost control and started spinning around in circles and drove into the wall in her bathroom. The consumer allegedly sustained a broken leg.

Manufacturer narrative:
User alleges the chair had unintended movement drove into a wall in her bathroom resulting in a broken leg. It's unk if the chair's programming adjustment is appropriate for this user. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. MFR is working with the dealer to have the chair serviced and/or returned for eval. Malfunction is not confirmed.

Manufacturer narrative:
(B)(4) - 03/02/2012 - follow-up #001 - initial pr #(B)(4) issued MFR report #1525712-2011-00059. Device components, joystick, model #1136885, serial #(B)(4) and controller, model #1136898 rev e, serial #(B)(4) were returned for an evaluation. Product was approximately 9 months old at the time of the incident. Engineering functionally tested the controller and joystick with known good motors and no problem was found. Visual inspection of the internal components and wiring showed no obvious defect or damage. Engineering stated that incident was likely due to a user error. User alleges the chair had unintended movement; drove into a wall in her bathroom resulting in a broken leg. It's unknown if the chair's programming adjustment is appropriate for this user. It is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. Manufacturer is working with the dealer to have the chair serviced and/or returned for evaluation. Malfunction is not confirmed

Event description:
The consumer alleges the chair lost control and started spinning around in circles and drove into the wall in her bathroom. The consumer allegedly sustained a broken leg.